Manufacturer narrative:
Integra has completed their internal investigation on 20 may 2016. The product was not returned for evaluation. A review of the device history records has not been performed. The device in question was not sent in for inspection nor was the lot number provided. The lot number could be 127. This device was manufactured on 07/31/2012 and a review of the DHR containing lot code 127 showed that this device passed the required inspection points without reworks, mrrs or variances: there is no service history for this device. Conclusion: in summary the end users experience could not be verified as product was not sent in for inspection although several attempts were made. This customer¿s inquiry with respect to the design of the device in question was submitted to product development for review however no root cause for the reported failure could be determined from the limited details provided. An assessment of this customers service history was performed but no records were on file for this product ID. This complaint will be reopened should we receive product.

Event description:
An integra sales rep received an email stating that a doctor was reporting a slip that had occurred while using the a2000 mayfield skull clamp which caused a laceration. The incident occurred on (B)(6) 2016; the patient, whose age and gender were unknown, was undergoing a cervical procedure. The laceration was 1.5cm on the left parietal scalp and it required primary closure as the medical intervention. Integra disposable skull pins were used. There was a 1 hour delay in surgery time due to the event. There was no other apparent sequelae reported. Additional information has been requested.